Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one patient was not crossing over to the station. A technical support specialist (tss) identified that there were two patient profiles with the same medical record number and visit identification in the system, including one admitted profile and one temporary profile. The tss reviewed the patient activity and determined that no transactions had been performed beyond the configured admission inactivity period, which caused the system to automatically mark the encounter as prolonged. The tss advised extending the admission inactivity setting to a future date, performing a transaction at the station, and then reverting the setting after the patient record appeared. The tss followed up the next day and confirmed with the customer that the patient profile was visible, and the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not crossing over to the station. Customer tried to reboot the station, but issue remains the same. The customer reported that the malfunction occurred during medication dispensing, preventing the user from accessing the medication and resulting in a delay in patient care. There were no adverse events or injuries reported based on this event.